Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with person with diabetes (pwd) called to report an infusion-site failure due to a kinked cannula, stating that blood glucose rose to 230 mg/dl before replacing the site in a new location; upon removal, pwd observed the cannula was kinked and then contacted pss, with a cgm reading of 204 mg/dl at the time of the call. On (B)(6) 2026, pwd also stated a kinked cannula after noticing an unexpected rise in glucose that did not trigger an alarm and declined reviewing insertion technique due to receiving training the previous day. The pwd is using the freestyle libre 3 plus cgm and the cleo 90 infusion set, infusion set placement was confirmed, though the specific location was not provided. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a non-hispanic/latino, a 24-year-old male.

Manufacturer narrative:
D3 - postal code was updated. H4- device MFR date - updated. One sample was returned for evaluation. Review of the lot history showed no nonconformities that may have contributed to the reported complaint. Visual inspection revealed that the cannula was bent. The complainant¿s allegation was confirmed. The probable cause could not be determined.